Event description:
Consumer complaint of inaccurate results based on emergency room dr. Feedback. Results in memory 429, 345, 447, 409. No injury reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report #(B)(4).